Event description:
It was reported that the patient experienced recurring incontinence and underwent an artificial urinary sphincter (aus) revision surgery. The previous 61-70 ml pressure regulating balloon (prb) was removed and replaced for a new 71-80 ml prb. All other original components left implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient still had urinary incontinence, so the physician decided to change the previous balloon for a higher pressure prb. It is unknown if there was an issue with the previous prb.